Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, the patient's blood glucose levels reached 28 mmol/l (505 mg/dl) while wearing the pod between 36 and 48 hours on the leg. The patient was vomiting and went to the hospital where he was diagnosed with diabetic ketoacidosis (dka) and dehydration. The patient was treated with 5 bags of intravenous (IV) fluids and an unknown nausea medication. The patient remained on IV fluids for over 24 hours until he was discharged from the hospital (B)(6) 2018. The pod was discarded at the hospital and nothing unusual was noted.